Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp was overfilled with fluid while using the homechoice cycler for apd therapy. Hcp relates that the hp felt overfilled towards the final dwell phase of therapy and placed the device into a manual drain and removed 3100mls of fluid, which is greater than home patient's programmed fill volume of 2500mls. According to the hcp, the hp performs four exchanges of 2500mls each during home patient's apd therapy and typically has a total ultrafiltrate volume for the entire therapy of approximately 3000mls, which would be an average of 750mls of ultrafiltrate per cycle. Hcp relates that there was no patient injury or medical intervention.